Manufacturer narrative:
The customer has cleaned the handpiece, returned to circulation, and will not be returned for evaluation. This investigation is ongoing.

Event description:
The user facility in (B)(6) reported a hard white particle was observed in the anterior chamber during phacoemulsification procedure. The particle was not able to be removed using the phaco needle and had to be manually removed using forceps. The duration of surgery was increased by 0-15 minutes. Other than the delay in surgery, there was no impact to the patient. The balanced salt solution (bss) that was used during the case was stored under usual conditions and temperature.

Manufacturer narrative:
The device was not returned for evaluation. Therefore, the root cause was determined to be unknown/inconclusive. The trend analysis, risk analysis, and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. This investigation is complete.

Manufacturer narrative:
The device history records review was completed with no anomalies found. The final test data per doc # (B)(4) rev. E meets specifications.